Event description:
It was reported that; the screws were implanted at t3/4/5/6 for deformity of the spine. The screws loosened and spinal cord compression was occurred, so revision surgery was performed. In the revision surgery, larger diameter screws were used instead of them and fixation area was expanded(c7~t1). The surgeon said that the patient had lateral curvature.

Manufacturer narrative:
Method: device not returned; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: no further investigation for this event is possible at this time as no devices and insufficient information was received.

Event description:
It was reported that; the screws were implanted at t3/4/5/6 for deformity of the spine. The screws loosened and spinal cord compression was occurred, so revision surgery was performed. In the revision surgery, larger diameter screws were used instead of them and fixation area was expanded(c7~t1). The surgeon said that the patient had lateral curvature.